Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During investigation, the pump emitted a cs69 alarm that would not clear was received at power up. Further testing was not able to performed due to the recurring alarm. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not able to be adequately investigated due to inability to the recurring call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.